Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The mother stated that the pump is not accepting batteries and it gave her a battery out limit every time she replaced the battery with a new one. The customer stated that the pump showed 2 or 3 bars in battery life then goes to low battery. The customer also stated that the pump kept asking her to change the time and date. The customer treated the low blood glucose reading with food. The customer was unable to finish the troubleshooting and will call back.